Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 7x 60 iliac smart control self expanding stent was inserted via a right femoral artery access, but it was unable to cross the lesion between the left external iliac artery and the common femoral artery. Therefore, the lesion was inflated there with the balloon catheter. The physician attempted to deliver the smart control stent again, but the distal tip was frayed. It was replaced with a non-cordis stent. The balloon catheter was used for post-dilation. The lesion was not inflated enough slightly but good flow was confirmed. The procedure completed. The lesion was a chronic total occlusion and had severe calcification. A guidewire crossed the lesion and pre-dilatation was performed with a non-cordis balloon catheter. The sales rep cannot visit the hospital because of the covid-19. Therefore, additional information cannot be obtained. The device was discarded due to suspicious infectious disease.

Manufacturer narrative:
Please note update to the UDI# in section d4. A 7x 60 iliac smart control self expanding stent was inserted via a right femoral artery access, but it was unable to cross the lesion between the left external iliac artery and the common femoral artery. Therefore, the lesion was inflated there with the balloon catheter. The physician attempted to deliver the smart control stent again, but the distal tip was frayed. It was replaced with a non-cordis stent. The balloon catheter was used for post-dilation. The lesion was not inflated enough slightly but good flow was confirmed. The procedure completed. The lesion was a chronic total occlusion and had severe calcification. A guidewire crossed the lesion and pre-dilatation was performed with a non-cordis balloon catheter. The sales rep cannot visit the hospital because of the covid-19. Therefore, additional information cannot be obtained. The device was not returned for analysis. A product history record (phr) review of lot 17935149 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿catheter tip~ frayed/split/torn - in patient¿ and ¿stent delivery system (sds)-ses~ failure to cross¿ could not be confirmed. Handling and procedural factors such as vessel characteristics of a chronic total occlusion with severe calcification and or the user¿s interaction with the device may have led to the reported events. According to the instructions for use ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.